Event description:
The patient reported that in 2007, his blood glucose measured 108 mg/dl at 6pm and at 10:30pm his blood glucose measured 111 mg/dl. The next day, at 3:15am, his blood glucose measured 349 mg/dl and he discovered that his infusion tubing had separated from the luer. He stated that he has had this issue for 2-3 months. The product was requested to be returned for evaluation. No further information regarding actions taken by the patient are available.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplement report. Accu-chek flexlink is the same product as accu-chek ultraflex which is sold in the united states under 510(k) #k033892.